Manufacturer narrative:
Device was not received by manufacturer. So far no examination can be performed. Information was received : the anchor couldn't be used because the "anchor holder" was broken. Another anchor was opened and used. Update on feb 22th 2018 : the hospital have made a request to the manufacturer for a defective implant holder change probably related to the described event. (The evaluation of the alleged instrument is registered in another report) several attempts have been made to collect more information about the event. So far no additional information were received. So far investigation is in progress. The traceability and the device history record are being evaluated looking for any non-conformance to specifications or deviation in procedures that might have contributed to the reported event.

Event description:
Avenue-t : issue with anchor. Information was received : the anchor couldn't be used because the "anchor holder" was broken. Another anchor was opened and used. Update on feb 22th 2018 : the hospital have made a request to the manufacturer for change a defective implant holder. Several attempts have been made to collect more information about the event. So far no additional information were received.

Manufacturer narrative:
Additional information has been received on october 26th 2018. The issue was with the anchoring plate holder and not with the implant cage holder. "The anchoring plate holder was used on the same implant holder, the product was discarded. They cleaned the implant door with water and then the anchoring plate holder slid very well. According to the reporter, the cage is filled with calcibon or b gel, if there is a presence of a little product on the door implant the anchoring plate holder slides badly." Info on november 01st 2018 : the anchoring plate holder is not broken. According to the update received on october 26th, there was no implant holder , nor anchoring plate breakage. The case was about difficulty during anchoring plate assembly on holder . The issue had no further impact on the surgery. Based on the information provided by the reporter , the issue may be related to the instrument cleaning process during surgery. However regarding the lack of available data, this assumption can not be validated. Root cause remain undetermined , if additional information was received that allow to draw a conclusion for this case another report will be sent. Device discarded by hospital.

Event description:
Avenue-t : issue with anchoring plate holder couldn't use the anchor because the anchoring plate holder was broken. So anchor was unusable, had to use another one. On (B)(6) 2018, the sales representative reported the case. He said that he received an email from st martin in order to change the avenue-t implant holder which is damaged. Additional information has been provided on october 26th 2018 : the issue was with the anchoring plate holder and not with the implant cage holder. "The anchoring plate holder was used on the same implant holder, the product was discarded. They cleaned the implant door with water and then the anchoring plate holder slid very well. According to the reporter, the cage is filled with calcibon or b gel, if there is a presence of a little product on the door implant the anchoring plate holder slides badly." Info on november 01st 2018 : the anchoring plate holder is not broken.